Event description:
Upon removing 18ga x 1 1/4 inch protect IV right safety IV catheter, approx 1 inch of the white cath was not attached and presumed still in pt's vessel or surrounding tissue in antecubital area.